Manufacturer narrative:
PMA/510k: k990089. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.

Event description:
It was reported that there was an issue with silkam black. The customer reported that there was an emergency reoperation of a patient due to wound dehiscence 4 days after surgery. All the stitches were completely open. It was intraoperative, general surgery service, in liver transplant surgery. Suture technique employed: interrupted (suture of losing stitches to ensure anastomosis). There are no samples available. There is no further patient information available, but has been requested.